Manufacturer narrative:
Concomitant product(s): dtba1d1 crtd, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted as the patient tested (B)(6) for (B)(6) . A transesophageal echocardiography (tee) revealed vegetation on the right atrial and ventricular leads, and a chest x-ray revealed small bi-lateral pleural effusions. The patient was treated with intravenous antibiotics. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.